Event description:
Add'l info rec'd from MFR 12/5/02: ventilator is currently in sheriff's possession. Family members of pt were told when pt was first placed on vent, by the home medical supply contractor, that the ventilator did not have any problems, i.e., failure rates. Family members were concerned about how prepared they needed to be to put pt on backup system when necessary. About 3 1/2 wks after death of pt, a respiratory therapist told one of the nurses that was a primary care nurse for this pt, that they had heard about a recall on this ventilator. The nurse contacted the family members of the pt via e-mail, wondering if family members of pt knew about it. Family members researched the recall info and found add'l info; the september 30th recall that stated there was circuit board problem that would cause vent failure, no respirations given with no alarms to alert caregiver. As of this date, pulmonetics has contacted police dept and want possession of the vent, to download the info and allegedly informed police that FDA law requires this within 30 days.

Event description:
Pt was born with congenital central hypoventilation syndrome (cchs) which means pt couldn't breathe on their own. Pt was vent dependent. Pt was placed on pulmonetic lvt 950 vent about a week before the recall issued. Unfortunately, the co failed to report the problem to the home medical supply co, the hospital, reporter's spouse, or reporter. Rptr guesses they believed listing it on the website was enough. As a result, the pt, who was thriving, is now dead. Reporter's problem is that the co never made any attempt to let users of this vent, whose lives depend upon it functioning, know there was a problem. A life threatening problem. The recall states, "printed circuit board malfunction may result in the ventilator becoming non-functional -no ventilation provided-, with a possibility of no audible alarm sounding to alert the caregiver to the situation." Which is exactly what happened with the pt. Something that could have been prevented if the company had warned them of the problem. They knowingly endangered pts' lives by not contacting users of the vent. In reporter's opinion, that is a criminal act. If it's not, it should be.